Manufacturer narrative:
No device was returned for evaluation; the reported event was confirmed by review of photographs and radiograph images of the device. Operative notes and/or medical records were not provided for review of usage/ technique. The revision reported may have been the result of femoral loosening, prosthesis wear, and osteolysis. The aseptic (non-infected) femoral loosening was likely the result of an insufficient bond between the femoral component and the bone. The polyethylene wear may have been due to malalignment between the implants, high contact stresses during knee flexion, third body wear, instability, patient-related conditions, or any combination of these possibilities. However, this cannot be confirmed as the devices were not available for evaluation. (D10) concomitant devices: (B)(6) - 02-010-04-0240 - logic cr femoral por, left, sz 4 (B)(6) - 02-012-45-4050 - lgc tibial fit tray cem sz 4f / 5t (B)(6) - 02-012-47-4009 - logic cr tib insert std, sz 4, 9mm (B)(6) - 200-02-38 - three peg patella 38mm. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Approximately 7 years 9 months post the initial left knee implantation, it was reported that a patient underwent a revision procedure. The patient was revised due to femur loosening, osteolysis and poly wear. All components were removed and were replaced by a competitor¿s revision knee. There were no device breakages or surgical delays during the procedure. X-rays were provided. The patient was last known to be in stable condition following the event. No explanted devices are available for analysis. They were disposed of by the hospital. No further information.